Event description:
The b+l sales representative on site reported when ultrasound was finished and starting irrigation/asperation the display went blank. He told the doctor to remove the handpiece out of the eye. He inserted the cassette then the system went down. The unit was unplugged and restarted. This took about 10-15 min. They finished 8 more cases that day no issues since.

Manufacturer narrative:
The module has been received and the investigation is in process. The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Manufacturer narrative:
The product evaluation has been completed the reported problem (machine blanked out and locked up --- black screen issue) was not duplicated. The field service technician on site could not duplicate the issue. The computer was replaced as pre-cautionary measure. All cable connections were checked and all were seated well. The system was ran overnight to make sure all components were as warm as possible. Then took a rubber end of screwdriver and tapped all around on pcb boards to test for any cold soldering spots and nothing was found. Tested module in system for 2.5 hours shutting down and re-booting with no issues. The root cause was inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.